Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the call that the insulin pump customer experienced hypoglycemia. The customer blood glucose level was 20 mg/dl at the time of incident and the other blood glucose value was 212 mg/dl, 297 mg/dl. The customer report that they declined troubleshooting for low blood glucose and sensor glucose and blood glucose. Customer states that they treated with glucose tablets and carbs. The insulin pump will not be returned for analysis.